Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that over an hour prior to noticing the tubing was cracked and leaked that the patient's blood backed up and leaked onto the floor. The infusion was noted to be heparin. The insulin bag and tubing were replaced and there was no patient harm.

Event description:
The customer reported that over an hour prior to noticing the tubing was cracked and leaked that the patient's blood backed up and leaked onto the floor. The insulin bag and tubing were replaced and there was no patient harm.

Manufacturer narrative:
The customer¿s report of the tubing leaking was confirmed. Visual inspection of the set noted that the pvc tubing had a slice cut 1 ½ inches above the distal smartsite inlet port. Functional and pressure testing confirmed leaking from the slice cut in the pvc tubing. The cause of the leak was a cut in the tubing. The slice cut is consistent with damage from a box cutter being used to open the package or a sharp object being used at some point during infusion.